Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during an unknown procedure there was a solid tone with error code '3'. Changed to a new device to complete the procedure. No adverse event on the patient.